Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and two epicardial rate sensing leads experienced alleged oversensing and inappropriate therapy. An invasive procedure was performed and the physician elected to remove the ICD and cap the two rate sensing leads (manufactured by possis). A new ICD and transvenous defibrillation lead were implanted. This report will be updated when further information becomes available.